Event description:
The manufacturer received information alleging a ventilator failed to hold it's internal battery charge. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to hold its internal battery charge. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to operate and alarm as designed.